Manufacturer narrative:
Final analysis found that the insulation was fractured and crushed at 25.5 to 26.0cm from the distal end. All five firaras of the outer coil were found to be fractured at 25.7 from the distal tip. The damages sustained resulted from clavicular crush.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and high impedance. It was later noted that the lead impedance dropped from high to low. The patient was brought into the clinic for further evaluation. The lead was programmed off. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information on (B)(4) 2015 stated that the patient experienced pain on the implant site. The lead was explanted and replaced. No patient symptom was reported.